Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm size and vessel morphology is unknown. It was reported that the patient was a high-risk patient and not a good candidate for open surgical repair. It was also reported that the patient had copd and was severely obese. Upon initial angiogram the neck appeared to be 12 mm. The device was inserted and the physician started to deploy the stent graft. Two of the segments were flowered and on fluoroscopy the physician realized that neck measured 7 mm. They did not completely deploy the stent graft however, the graft slipped into the aneurysm sac. It was determined that implanting an aortic cuff would not solve the problem. The physician was attempting to remove the stent graft from the patient via the sheath. The physician pulled most of the stent graft into the sheath, leaving out 1 stent segment. An occlusion balloon was inserted up the contralateral side as a precautionary measure. While removng the stent graft and sheath as one unit; the patient's blood pressure dropped. It was reported that the iliac artery had been ruptured, due to the removal of the stent graft. The physician then inflated the occlusion balloon to control the bleeding. The patient was stabilized. The patient was then converted to surgical open repair. It was reported that the patient had expired later that day.